Event description:
A report was rec'd via FDA's medical products reporting program that pt developed keratitis while using renu (unknown type). Pt reported beginning use of renu brand products in 2001. In 2004, the pt awoke with symptoms of eye pain, 2 white dots in the eye, discharge and could not see out of the right eye. The pt went to the hosp sometime during the summer of 2004. Pt was diagnosed with keratitis infection. The pt rec'd unspecified anti-fungal therapy and underwent a corneal transplant.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain samples testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.